Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image due to damage on the charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include electrical problems due to open or short circuit, signal loss, environmental problems such as dust/dirt/humidity, optical problems, overheating problems, damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.